Event description:
Customer called lfs in 2002 alleging that customer's one touch profile meter was giving customer inaccurate low results. The following information was documented: -- customer got readings of 33, 32 on customer's meter (unknown date/time, unit of measurement) -- customer stated that customer went the same night to the doctor's office and got a reading of 500+ customer was treated with insulin and pills at the doctor's office. (Unclear if customer went to the hospital or the doctor's office). -- per "ccr", customer kept changing what customer said. -- customer was in a hurry---not able to troubleshoot with "cc." -- "ccr" did not replace any products.